Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the accident and emergency department of (B)(6) hospital on (B)(6) 2026 with an infection that developed at the pod site while wearing the pod between 49 and 71 hours. The patient reported that they had removed the pod on (B)(6) 2026 the site was red, swollen, painful, warm to the touch and had an abscess. The patient was diagnosed with suspected cellulitis. The patient was treated with a 7-day course of flucloxacillin 500 mg to be taken 4 times a day. The pod has been discarded.